Event description:
It was reported that during a colonic stenting treatment procedure stent deployment difficulties occurred. The target lesion was in an unspecified colonic location. A wallflex enteral colonic 30/25 x 9 230cm stent had been advanced to treat the target lesion. While attempting to deploy the stent, the stent only partially deployed. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".